Event description:
It was reported that the patient was unable to adjust stimulation. The patient programmer displayed a ¿call your doctor¿ icon and a power on reset (por) condition. The patient described the warning por screen that needed to be reset by a clinician programmer. The patient also noticed some change in her therapy the day prior to the report, but she was able to recharge her implantable neurostimulator (ins). On the day of the report the patient¿s tremors were very bad and she could not connect to her ins. The patient¿s spouse noted that the patient went to the dentist three days prior to the report and the dentist used a drill. The patient had called her doctor¿s office and was waiting for a call back. Later that day it was reported that the por had been showing on the recharger since the night prior to the report. The patient was trembling and her tremors had returned. The reporter stated that the patient was ¿visually rattled because of the tremors.¿ the reporter noted that the tremors began the night prior to the report. Four days later it was reported that the patient had a 0x400 por code. The reporter cleared the por and that resolved the issue. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient¿s doctor did not know what was wrong. The patient listed an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v287456, implanted: (B)(6) 2010, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va07hhj, implanted: (B)(6) 2013, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).